Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on, (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2017. The patient removed the sensor on (B)(6) 2017 and noticed that the affected area was red and swollen from the sensor insertion. It was also indicated that there was a red oval located under where the adhesive was. The patient treated the affected area with triamcinolone cream 0.1% that was prescribed on (B)(6) 2016 for a previous reaction. No additional event or patient information is available. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.